Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 27oct2020.

Event description:
The biomed reported power supply failure. The biomed reported a power supply issue, even after replacing the power supply. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.

Manufacturer narrative:
The device was evaluated by the customer with assistance from philips remote service engineer (rse). The reported issue was confirmed. The field service engineer (fse) informed the customer the cost for the device repair and advised that the ventilator is in end-of-life status. The customer refused to repair the unit and will remove it from service. The work order was cancelled, and the complaint will be processed for closure. If additional information is received later, the complaint will be reopened and reevaluated accordingly.